Event description:
After implanting an intraocular lens using this delivery device, the surgeon noticed a piece of what appeared to be plastic in the pt's eye. The particulate was removed without incident.

Manufacturer narrative:
This form was completed by the manufacturer.